Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String broke off so I had to dig to get it out- vagina [foreign body in reproductive tract] string broke off- tampon [device breakage] . Probable manufacturing cause [manufacturing issue] . Case narrative: consumer reported via e-mail that the string broke off. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
String broke off so I had to dig to get it out- vagina [foreign body in reproductive tract] string broke off- tampon [device breakage] . Case narrative: consumer reported via e-mail that the string broke off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke off so I had to dig to get it out- vagina [foreign body in reproductive tract] string broke off- tampon [device breakage] case narrative: consumer reported via e-mail that the string broke off. No serious injury reported.